Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed from the med port on the arterial and venous lines. Estimated blood loss was 10cc's. The pt had no adverse effects and did not require any medical intervention. Actual sample was discarded. Companion sample is available.